Event description:
It was reported that during a laparoscopic gastric bypass procedure, all three trocars were leaking through the seal to the point that there was no pneumo in the abdominal cavity. The patient had to be repositioned on the table and another insufflator unit was added to complete the case. No adverse consequences reported. All the trocars were discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned.the product reported has been identified as part of the voluntary recall of endopath xcel with optiview technology. (B)(4).